Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) the top screen is difficult to open. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The stm that encountered the issue replaced both hinges (0105-00-0138-01, 0105-00-0138-02). The fse performed functional check and safety check and completed the repair. The maquet failure analysis and testing dept.(fat) received, left hinge part number 0105-00-0138-01 and right hinge 0105-00-0138-02 with a reported unit failure of the top screen being difficult to open. The fat performed a visual inspection and found the part to be in good condition. The fat installed both hinges in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. It was found that the hinges were seized up and made it difficult to open the top screen. Fat was able to replicate the reported issue. No root cause able to be defined. Retaining the parts in the failure analysis and testing department per procedure.